Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. In addition, it was reported that the customer intermittently received "fill tubing" alerts, however, tandem technical support reviewed pump history and there were no alerts during the reported event. Customer loaded a new cartridge to resolve the issues. There was no adverse impact to the customer¿s blood glucose level.